Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported premature deployment could not be confirmed as the stent was already fully deployed. The thumbwheel resistance was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation was unable to determine a definitive cause for the reported difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely and causing the resistance with the thumbwheel; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and moderately calcified lesion in the superficial femoral artery. Following pre-dilatation, the vessel wasn¿t open properly so a 5.0x40mm absolute pro self-expanding stent system was advanced. During deployment, at around 1cm of deployment the thumbwheel became stuck and couldn¿t deploy further. The safety lock was shuffled a couple of times and after a while the thumbwheel was no longer stuck, and the stent was successfully deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.